Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. The device was checked in the clinic and impedances were still oor and threshold values were normal. It was noted that impedances have been very stable measuring in the 600 ohm range. There were no episodes of noise on the presenting electrogram. Additionally, there was a stored left ventricular automatic threshold (lvat) that was successfully completed. Technical services recommended to continue to monitor. At this time, this crt-d and lv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. The device was checked in the clinic and impedances were still oor and threshold values were normal. It was noted that impedances have been very stable measuring in the 600 ohm range. There were no episodes of noise on the presenting electrogram. Additionally, there was a stored left ventricular automatic threshold (lvat) that was successfully completed. Technical services recommended to continue to monitor. At this time, this crt-d and lv lead remains in service.